Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports falsely elevated potassium assay results generated on an architect c4000 analyzer. The following was provided: sid (B)(6) on (B)(6) 2017= 7.0 mmol/l that retested at 4.6 mmol/l. Sid (B)(6) on (B)(6) 2017= 9.4 mmol/l that retested at 4.1 mmol/l. Controls were within specifications. No suspect results were reported from the lab. There is no known impact to patient management reported. Preventive maintenance on the analyzer was performed on 13 january 2017. The customer uses a normal reference range for this assay of 3.5-5.1 mmol/l.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and inspected the architect c4000 analyzer. The fse adjusted the reagent probe, the sample probe tubing, the mixer and the reagent wash cup. The fse determined that the reagent wash cup (part 7-32132-03) was the most likely cause of the customer issue. Subsequent instrument operations were acceptable. No returns were available from the customer site. A review of complaint tracking and trending metrics was performed and identified no related adverse trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were identified. The architect system operations manual and the architect c4000 system service and support manual provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. However, no systemic issue or product deficiency was identified.